Event description:
Additional information received states that there was no consequences to the patient and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (health effect - impact code and health effect - clinical code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when inserting pin into block, pin would not go through the pin hole and resulted in the pin breaking and a piece of the pin got stuck in the pin hole. Requiring replacement of the block. There was no surgical delays. Nothing was left in patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that when inserting pin into block, pin would not go though pin hole and resulted in the pin breaking and a piece of the pin got stuck in the pin hole. Requiring replacement of the block. There was no surgical delays. Nothing left in patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune distal fem cut block has a broken unknown fixation pin head stuck inside in one of the holes and cannot be removed, confirming the reported jammed condition. Broken fragments were not returned for evaluation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like off axis insertion of the mating fixation pins and or the reuse of single use fixation pins. A functional test was performed and was able to replicate the reported jammed condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune distal fem cut block would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.